Manufacturer narrative:
D1 (brand name) has been updated. D3 (manufacturer fax) and e4 (reporter also sent report to FDA?) Has been omitted from the initial mw. Asae/ major bleed : the cause of the access site adverse event was not determined due to insufficient clinical details. Thrombosis / stroke : the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 61-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage d, with a history of known coronary artery disease (cad), diabetes mellitus (dm), and renal insufficiency. During surgical cutdown, anastomosis, and implant, the patient developed bleeding at the impella graft site, requiring 2 units of blood. Contributing factors included low platelets associated with ECMO and heparin infusion due to ECMO support. A CT head/neck demonstrated chronic right vertebral artery occlusion and a new frontoparietal¿occipital subarachnoid hemorrhage, which neurology felt was likely related to hypoxic cardiac arrest on admission. The patient remained on support. The reported major bleed requiring blood transfusion and surgical intervention is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support. Other contributing factors may be related to the patient¿s ECMO-associated coagulopathy, anticoagulation exposure, and underlying critical illness. The reported thrombosis is more plausibly related to the patient¿s underlying critical condition, including ECMO-associated thrombotic risk, cardiogenic shock physiology, vascular disease, and systemic inflammation. The reported stroke is more plausibly attributed to the patient¿s underlying clinical condition, including hypoxic cardiac arrest and critical illness.

Manufacturer narrative:
Updated information: d4. Catalog number updated. D6b. Explant date added.